Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a thr surgery had been performed on an unknown date, the patient experienced a fractured of one (1) bicon cup unkn. Bicon-plus implant. This adverse event was solved by a revision surgery on (B)(6) 2025, in which the implant was explanted. Current patient's health status is unknown.

Manufacturer narrative:
Reported devices were returned to manufacturer. Sections b5, d1, d2a, d2b, d4, d9, d10 and h3 were updated. Internal complaint reference: (B)(4).

Event description:
It was reported that, after a thr surgery had been performed on an unknown date, the patient experienced a fracture of a plus bicon titanium shell porosis 2. This adverse event was addressed by a revision surgery on (B)(6) 2025, in which the shell, the insert and the head were explanted. Current patient's health status is unknown.

Manufacturer narrative:
H10: additional information in b5 and h6 (health effect - clinical code).

Event description:
It was reported that, after a thr surgery had been performed on 1998, the patient was hospitalized on (B)(6) 2025 as an emergency with a broken acetabulum and periprosthetic acetabular fracture. This adverse event was addressed by a revision surgery on (B)(6) 2025, in which the shell, the insert and the head were exchange. Current patient's health status is unknown.

Manufacturer narrative:
The complaint device used in treatment was returned for investigation. A visual evaluation of the bicon shell was conducted, and it was concluded that two fragments have broken-off. The fracture went through the notch of one recess. Furthermore, signs of good osteointegration are visible within the threads of the cup. The bone residues changed color from beige to black when sterilizing with the cidex desinfectant. Apart from that, no further defects were detected. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with a similar failure mode. A review of past escalation actions found no events applicable to this complaint. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use (lit. No. 12.23, ed. 03/21) states implant component fracture as a ¿potential medical device problems¿ resulting from a hip arthroplasty. Product drawings and inspection instruction were reviewed. No indication was detected which could have contributed to the reported failure mode. An assessment of material characteristics was performed. The fracture surfaces show characteristics of a brittle fracture. No material defects in the close area of assumed fracture initiation have been identified. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be retained.